Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering of insulin. Customer blood glucose was 17.9 mmol/l. Customer was treated with insulin pump for high blood glucose. Customer alleged that the insulin pump was under delivering due to high blood glucose and no insulin was given from the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will continue to use the insulin pump.